Event description:
It was reported, the pt needed reprogramming as he was not receiving needed stimulation coverage in the soles of his feet. The sjm rep was unable to establish ipg communication with the programmer and charger. The pt stated, he had not used or charged the system for over a year. It was reported, the pt is considering having his system removed. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.